Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009. Upon scheduled follow-up performed on (B)(6) 2009, noise oversensing episodes were observed, despite the explicit use of a true bipolar lead to prevent ventricular oversensing, and after firmware upgrade with new automatic sensitivity control algorithm (asc). No inappropriate therapy was triggered.

Manufacturer narrative:
January 25, 2010. This event concerns a device that was manufactured and used outside the united states. Method: review of the electronic data and files received. (B)(4). Conclusion: the 2 non-sustained episodes observed had a very short duration and were not treated because they were not sustained. Such oversensed events could result from strong external interference, specific patient activities, myopotential sensing or a ventricular lead / connector issue. None of them could be confirmed; however, emi or myopotentials are the most probable hypotheses. Careful check of this oversensing phenomenon should be done during each follow up to evaluate whether the incidence of the phenomenon is increasing or not, which could be an indicator for a connector / lead problem. These checks include, but are not limited to: evaluation of the pacing/sensing thresholds in normal rhythm to check the stability of these thresholds. Evaluation of the stability of ventricular lead measurements (impedance and coil continuity). Evaluation of the reproducibility of the oversensing phenomenon during follow up; this includes performing real time egm/markers during patient exercises (moving the arm, breathing, coughing...) And while manipulating the case by applying a pressure on the pocket area (and more particularly on the connector area). Reprogramming the parameters - sensitivity to a higher value (less sensitive) if possible, persistence to a higher value - can be evaluated, provided that the induction tests were performed at such higher values (to ensure proper sensing of a ventricular fibrillation.) If no improvements were observed through parameters re-programming, and if emi sources are completely excluded, then myopotentials would become the most probable source of noise sensing. In that case, the physician should be able to reproduce noise episodes during real time tests. If the erroneous date/time settings phenomenon observed on the programmer used by the physician were to recur, the programmer should be sent back for repair.